Manufacturer narrative:
D4: UDI: (01) (B)(4). Visual examination of the returned product identified the device was returned because the tip fractured. Item and lot numbers are not confirmed as they are not etched on the parts. No sutures or anchors were returned. Device was sent to sem for further analysis: the fracture surface features of the juggerknot mini inserter tip are consistent with fracture due to bending overload. Eds semi-quantitative elemental analysis confirmed that the inserter tip material to be consistent with nitinol alloy. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during insertion of the juggerknot, the inserter tip was fractured and a small piece of the inserter was floating around. This caused a delay of 60 minutes and the fragment was never retrieved. A flouroscopy was performed, which was unable to find the fragment within the patient's body, causing the surgeon to believe the fragment was lost in the suction of the scope. Attempts have been made and additional information on the reported event is unavailable at this time.